Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha products.

Event description:
According to the received information, the patient was injected with rha3 and rha4 (quantities unknown) in the chin and prejowl/jaw areas on (B)(6) 2023. The same day in the evening, the patient presented to the clinic with marbling in the chin, indicative of a vascular occlusion. The patient was immediately treated with 4 vials of hyaluronidase, warm compresses and aspirin (650 mg). Since symptoms seemed to be worsening, the patient came back to the clinic two days later, on (B)(6) 2023, and was treated with further hyaluronidase in multiple rounds. Capillary refill of the patient seemed to be improving. The patient was advised to continue the aspirin course and to take a vasodilatator agent (sildenafil). Two days later, on (B)(6) 2023, the patient came back to the clinic due to worsening of the symptoms. The injector noticed blistering in the chin, potentially indicative of herpetic infection. Therefore the patient was prescribed an antiviral (valaciclovir, 500mg bid). On (B)(6) 2023, the symptoms were improving therefore the injector recommanded to provide wound care only to the area. On (B)(6) 2023, the injector confirmed that symptoms continued to resolve, and that the patient was doing much better. No worsening was observed, the patient did not have to start new medications, except for general wound care. Despite several attempts, no further information could be retrieved.

Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha products.

Event description:
According to the received information, the patient was injected with rha3 and rha4 (quantities unknown) in the chin and pre jowl/jaw areas on (B)(6) 2023. The same day in the evening, the patient presented to the clinic with marbling in the chin, indicative of a vascular occlusion. The patient was immediately treated with 4 vials of hyaluronidase, warm compresses and aspirin (650 mg). Since symptoms seemed to be worsening, the patient came back to the clinic two days later, on (B)(6) 2023, and was treated with further hyaluronidase in multiple rounds. Capillary refill of the patient seemed to be improving. The patient was advised to continue the aspirin course and to take a vasodilatator agent (sildenafil). Two days later, on (B)(6) 2023, the patient came back to the clinic due to worsening of the symptoms. The injector noticed blistering in the chin, potentially indicative of herpetic infection. Therefore the patient was prescribed an antiviral (valaciclovir, 500mg bid).according to the received information, the patient was injected with rha3 and rha4 (quantities unknown) in the chin and pre jowl/jaw areas on (B)(6) 2023. The same day in the evening, the patient presented to the clinic with marbling in the chin, indicative of a vascular occlusion. The patient was immediately treated with 4 vials of hyaluronidase, warm compresses and aspirin (650 mg). Since symptoms seemed to be worsening, the patient came back to the clinic two days later, on (B)(6) 2023, and was treated with further hyaluronidase in multiple rounds. Capillary refill of the patient seemed to be improving. The patient was advised to continue the aspirin course and to take a vasodilatator agent (sildenafil). Two days later, on (B)(6) 2023, the patient came back to the clinic due to worsening of the symptoms. The injector noticed blistering in the chin, potentially indicative of herpetic infection. Therefore the patient was prescribed an antiviral (valaciclovir, 500mg bid). On (B)(6) 2023, the symptoms were improving therefore the injector recommanded to provide wound care only to the area. On (B)(6) 2023, the injector confirmed that symptoms continued to resolve, and that the patient was doing much better. No worsening was observed, the patient did not have to start new medications, except for general wound care. On (B)(6) 2023, the symptoms were improving therefore the injector recommanded to provide wound care only to the area. On (B)(6) 2023, the injector confirmed that symptoms continued to resolve, and that the patient was doing much better. No worsening was observed, the patient did not have to start new medications, except for general wound care.